Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with observed cartridge chamber leaks and confirmed incorrect setup in which the cartridge was connected to the connector outside the device; the agent guided the user to perform a rewind, replace the cartridge, insert it correctly, and then connect the tubing. Symptoms included dizziness associated with high blood glucose. Outcomes included prolonged elevated glucose readings with device alerts indicating high glucose, without the need for medical intervention or assistance. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed user setup error leading to leakage at the cartridge connection and impaired insulin delivery. It was concluded that user error related to cartridge connection outside the device contributed to the hyperglycemia event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.